Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The complaint is considered confirmed as returned instrument shows fracture sign. Sem investigation revealed post-fracture damage in the region of initiation and the two halves of the fracture appeared to have rubbed together. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Implant date - 2007. Medical products - stem extension straight 10mm dia x 100mm length(combined length 145mm) catalog #: 00598801010 lot #: 60547652 and unknown articular surface. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately ten years post-implantation due to fractured tibial tray. No additional patient consequences were reported.